Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to low blood glucose with blood glucose level of 5 mg/dl. The customer¿s current blood glucose was 171 mg/dl. The customer was in emergency room as a result of low blood glucose. The customer treated with food and glucose tablets. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.